Event description:
It was reported that during a da vinci s surgical procedure the monopolar curved scissors instrument sparked through plastic case when electrocautery was used. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a .150 long x .050 wide char mark on the distal end of the main tube, indicating that an arcing event occurred. The char mark is located directly above the metal tube reinforcement feature. The char mark did not burn through the entire thickness of the main tube wall and the tube does not exhibit axial cracking. Eighty - engineering also observed that the tube extension wall is circumferentially broken at the base of the axial keys and is partially dislodged from the main tube. No pieces are missing. Evidence is not conclusive, but this damage may be due to excessive side loading or other type of mishandling. The instrument was disassembled and char marks were observed on the inner surface of the metal tube reinforcement feature, most likely created as a result of the tube extension breakage.